Event description:
It was reported that during a post operation check the right ventricular (rv) lead exhibited unstable thresholds. An x-ray was performed and the physician confirmed the lead had dropped. The lead was revised and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.